Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that shortly after the patient was implanted (the patient specified in (B)(6) 2020), they had a bad fall on their "backside," on the left side where their implant was. The patient stated they thought their situation (their symptoms) were improving after the fall, but then it "just kind of stopped," so they and their healthcare provider (hcp) were concerned something had happened to the implant when the patient fell. As a result, the hcp "took it out" in (B)(6) of 2021, and placed another implant. The patient stated that on the day of the replacement, the manufacturer representative (rep) had stated they would be in the operating room, and that they would talk to the patient afterwards, however, afterwards the rep only said "I think things went well," and to "take care," and "that was it." The patient stated they told the rep that the reason the replacement occurred was because they had fallen, however, the patient did not confirm the actual date the rep had been notified, and the patient could not provide the rep's name, but confirmed the rep worked with their doctor. When asked, the patient did not say when they notified the rep of this situation. The patient stated the nurse had told them there had been multiple complaints about this rep. They stated the rep knew about their replacement and their fall, however, the patient did not know the rep's name and when asked, they did not say when they notified the rep of this situation. Fourteen days later, the patient called back to answer the letter/questions they had received. They reported the manufacturer should seek out the return of the patient's old ins, as it was not their role to do so. They reported they could not remember much about that implant, except that it did not work. Answering to the best of their ability was reviewed and "send back." A rep who worked with the patient's doctor was asked when they were notified of the replacement due to the fall, and they responded they were not made aware of this event.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the cause of the fall and effect on the device was noted as unknown. The device was not returned by the doctor.